Event description:
The customer reported a leak from the evis eus ultrasound bronchofibervideoscope. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: foreign material. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of leak was confirmed. The device evaluation found the balloon-water channel (bw tube) was clogged with foreign material. Due to clogging of bw-tube, foreign objects came out of the distal end. Foreign material was falling out of the channel due to insufficient cleaning. Additionally, water tightness was lost due to pinholes on the bending section cover and damage on the channel tube. Suction volume did not meet the standard value due to damaged channel tube. The image guided bundle had significant breakages; the acoustic lens was damaged. Due to wear of angle wire, bending angle in up direction does not meet the standard value. And the distal end was deformed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to d4 of the initial medwatch as the information was inadvertently left off. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the balloon-water channel (bw tube) was clogged with foreign material occurred due to wear and tear damage with customer mishandling and with increasing use/time. Olympus will continue to monitor field performance for this device.